Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the uniplate cam tghtnr torq hndl was found to be out of specification. The torque tested high. There was no known patient or hospital involvement. This report involves one (1) uniplate anterior cervical plate system cam tightener torque handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6 - codes updated to imdrf codes. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed no visual defects with the uniplate cam tghtnr torq hndl. The device was tested at the depuy synthes swedesboro field stocking location and was found to be outside the specified torque limits of the device. They reported a measured value of 0.99 nm where the specification range is 0.63-0.98 nm. The dimensional inspection was not performed as there are no dimensions relevant to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the uniplate cam tghtnr torq hndl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a review of the receiving inspection (ri) for uniplate cam tghtnr torq hndl was conducted identifying that lot number km886437 was released in a single batch. ¿ batch 1: lot qty of 50 units were released on 11sep 2019 with no discrepancies. Device history review - as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could h device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.